Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing increased new pain on her right side since trial procedure. The physician suspected possible nerve root irritation or potential right hip fracture. X-rays were taken and the results were negative. The physician believed that the pain was procedure related. The patient underwent lead pull removal and the symptoms had subsided.